Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was unknown at the time of the incident. Customer tried to give bolus herself and put a pump on her pocket and got multiple pump errors. Customer declined troubleshooting for the failed battery test alarm. Assisted with self-test and which was passed. Error table indicate pump error cleared active insulin. The device will not be returned for analysis.